Event description:
It was reported the customer was hospitalized due to high glucose blood levels. Customer went in with ketones. Family member also stated that customer has had history of bent cannula's.